Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported leak was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for leak. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified vessel that was heavily calcified. The 2.75 x 8 mm nc trek balloon inflated to 18 atmospheres during post-dilatation of deployed stents and then started to lose pressure. A leak in the shaft was suspected. Another balloon catheter was used to complete the post-dilatation successfully. No adverse patient effects or clinically significant delay in the procedure were reported.